Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she saw the end of service screen on her recharger the day before. During the call the patient didn¿t see the end of service message but did see the reposition antenna screen. The patient noted she hadn¿t been able to charge her implant for almost two months as the recharger was not accessible. Troubleshooting directed the patient to their healthcare provider for assistance with the possible overdischarge. No patient symptoms reported.